Event description:
Meter would not power on. The pt described having frequent urination during the time of concern. Pt reported testing on another meter; however, no results were provided. The pt contacted a medical professional for advice. No further treatment was sought. The customer service rep confirmed that the pt was using the correct strips and the battery contacts were in good condition. During troubleshooting the csr discovered that the battery was inserted incorrectly and the battery had not been replaced in the last year. The meter did not power on even with two new batteries. Pt's meter, test strips, and control solution were replaced.